Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp was evaluated in the getinge (B)(4) office. The service technician performed running test and was unable to duplicate the reported incident. The technician performed a drive manifold test and found the deep vacuum check did not drop to 150mmhg. The technician opted to replace the scroll compressor and the issue was resolved. The iabp unit was released for clinical used to the customer.

Event description:
It was reported that an autofill failure occurred upon intra-aortic balloon (iab) insertion in a patient and the user was unable to start intra-aortic balloon pump (iabp) therapy. The iabp resumed pumping after several autofill failure occurrences and iabp therapy was continued without further interruption. There was no patient harm or adverse event reported.